Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qbmquc batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was broken other than knot when tying the suture. There were no adverse consequences to the patient. No additional information was provided.